Event description:
It was reported via the implant patient registry that a second device, a 23mm transcatheter bioprosthetic valve was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was ten (10) years, five (5) months, twenty three (23) days. The reason for reoperation is unknown and both devices remain implanted. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.